Event description:
It was reported that the heat sensor on the 2600 system is blocking the exposure. It was noted that the system requires a new tube and battery. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided, the following components have been requested. Battery pack and x-ray tube. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a followup report will be submitted as required.